Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the loss of the audible alarm. The low o2 pressure alarm assembly was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the low o2 pressure alarm was not functional. There was no report of patient involvement.